Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a fall down an escalator the patient had ineffective stimulation. X-ray imaging revealed that both leads had migrated and one was fully impeded. Patient was also experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 where the system was removed and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.